Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip (B)(4). Note: manufacturer contacted customer on 3/7/2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition had improved and she did not currently have any diabetic symptoms. Customer stated that on (B)(6) 2018 she had gone to the hospital (hi/symptoms). The customer was diagnosed with high blood sugar and was given insulin and fluids. Customer stated when at the hospital she was told her blood glucose test result was over 700 mg/dl. Customer left the hospital on (B)(6) 2018. No new medications or healthcare program was suggested. No additional blood tests were performed using the truemetrix air meter as customer had received the replacement product. Customer is satisfied with the replacement product.

Event description:
Consumer initially called stating that she attempts to run several blood test and gets e-5 errors and wanted to know what the e-5 error means. After reviewing with the customer what the error message means and why it may occur, customer stated she had received hi blood glucose test results. The customer is concerned with tests results of hi. The customer's expected fasting blood glucose test result range is 150 - 200 mg/dl. At the time of the call the customer reported symptoms of sweaty and shaky. Customer did not need medical attention at the time of the call. Customer stated she took 30 units of insulin and will wait to see if her blood sugar comes down. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/23/2018 and open vial date is one week. The meter memory was reviewed for previous test result history: (B)(6).